Event description:
Leaking noted from side of the vein and catheter removed. Upon inspection the nurse noticed that a piece of catheter was missing. Surgical intervention to remove the catheter fragment.